Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a ipg replacement procedure to accommodate the additional leads for better coverage in painful area. The patient was doing well postoperatively. The explanted device was discarded per facility policy.